Manufacturer narrative:
The mobile power unit is not a single use device. Approximate age of the device is not known and the date the device was issued to the patient was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2018. It was reported that the patient reported no external power alarm. System controller history interrogation performed by the hospital clinician revealed the alarm present on (B)(6) 2018 at 6:28 and 6:30. The patient reported changing the outlets of the mobile power unit (mpu), however, was unable to verify if the lvad was connected to the mpu when outlets were switched and if the alarm occurred at that time. The patient was asymptomatic, mean arterial pressure (map), and parameters were stable. Review of the submitted log files by a representative of technical services confirmed the no external power alarm while the lvad was attached to the mpu.

Manufacturer narrative:
Section h4: additional information. Device evaluation: the reported event of no external power alarms while on the mobile power unit (mpu) was confirmed based on the information recorded in the log files provided by the customer. The system controller event log file contained data spanning from (B)(6) 2018 at 18:18:43 to (B)(6) 2018 at 10:56:54 per the timestamp. The information recorded on (B)(6) 2018 at 01:33:17 revealed that the system was powered by an mpu. At 08:06:28 the associated voltage levels indicated that mpu power was lost, resulting in no external power alarms. The alarms cleared once the system was connected to batteries. Pump support was not affected and the system was supported by the system controller backup battery during the no external power event. Mobile power unit serial number (B)(4) was not returned for evaluation. Heartmate 3 instructions for use section 3-"powering the system" outline the proper steps for exchanging power sources. Section 5 - ¿alarms and troubleshooting¿ and heartmate 3 section 7 - ¿alarms and troubleshooting¿ explain all alarms, including no external power alarms, and the proper actions to take if the alarms cannot be resolved. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information. Approximate age of device ¿ 5 months (calculated from the date the mobile power unit (mpu) was provided to the hospital.)